Event description:
A pt arrived via ems on continuous passive airway pressure (CPAP). The pt was barely responsive. However, the pt awakens to stimuli. The pt was sweaty and in severe respiratory distress. Respiratory therapist (rt) had a bipap already set up in room prior to pt arriving. Placed the pt on bipap once onto stretcher and immediately set up for intubation. The pt stayed on bipap until meds were given to be intubated with and was approximately no more than 5 min. The pt, while lying flat, would look at me when asked to, otherwise the pt was unresponsive. During first attempt to intubate with laryngoscope pt started vomiting. Pt turned to side and suctioned. It took md 3 attempts to get endotracheal (et) tube through vocal cords. Positive color change with end tidal and started bagging pt. We noticed immediately the balloon was blown. It was not ventilating the patient. Noted prior to intubation, the balloon was checked and working properly. The call was made by rt and md to do a tube exchange with a bougie. Pt continuously vomiting during tubal exchange and md/rt were unaware if pt was getting ventilated. Anesthesia had been called and both md and rt made the call to pull et tube out to bag pt to make sure pt was getting oxygen. During this process, pt continues to vomit. Md and rt continue to go back and forth between suctioning pt and bagging pt. CPR was also started in the process. Once anesthesia arrived several more attempts were made before pt was finally intubated with a 7.5 tube.